Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. There was contrast in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. The balloon was tightly folded. The hypotube was completely separated 89cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. Microscopic examination presented no irregularities that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50mm x 20mm maverick 2 balloon catheter was selected for use to dilate the lesion. When the device was introduced into the guide catheter, the device could not be advanced into the vessel. The shaft fractured about 90cm away from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50mm x 20mm maverick²¿ balloon catheter was selected for use to dilate the lesion. When the device was introduced into the guide catheter, the device could not be advanced into the vessel. The shaft fractured about 90cm away from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.